Event description:
According to the reporter, on the first firing of right hemicolectomy, the surgeon fired device and one-third of the staple line was completed, however two-thirds of the staple line was incomplete .the staples were u-formed. The reload was replaced, however the same event occurred. The procedure was completed with manual suturing. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue. The surgeon additionally resected tissue with the device. It was just below the incomplete staple line of insertion closure. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted to the instrument. The sulu was received was fully fired and engaged in interlock. Damage was noted to the knife blade and cracks were noted on the single use loading unit (sulu). The single use loading unit (sulu) was reset and reloaded with staples from a test single use loading unit (sulu). The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.